Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reverted to safety core mode unexpectedly. Technical services (ts) discussed device functionality and recommended device replacement due to limited therapy available in safety mode. Surgical intervention was undertaken. The ICD was explanted and replaced with a new device. No additional adverse patient effects were reported. The device has been received for analysis. This report will be updated with pertinent information, upon completion of product analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reverted to safety core mode unexpectedly. Technical services (ts) discussed device functionality and recommended device replacement due to limited therapy available in safety mode. Surgical intervention was undertaken. The ICD was explanted and replaced with a new device. No additional adverse patient effects were reported. The device has been received for analysis. This report will be updated with pertinent information, upon completion of product analysis.